Event description:
Patient called lxn in 6/03 alleging the test system would not start when applying a blood sample. The patient reported no symptoms. The issue was not resolved with troubleshooting. No further information has been reported.